Event description:
Related manufacturer reference number: 2017865-2023-22874. Related manufacturer reference number: 2017865-2023-22875. It was reported that a patient presented in-clinic with arrhythmia noted. Upon interrogation and examination through x-ray imaging revealed dislodgement of the left ventricular(lv) lead and right ventricular (rv) lead, resulting in loss of capture on the lv lead. The dislodgement contributed to the patient arrhythmia as the patient was pacing dependent. Additionally, premature battery depletion was alleged on the patient's implantable cardioverter defibrillator (ICD). During the lead revision, the lv lead was removed and the rv lead was noted to have lost capture. Both the lv and rv lead and ICD were explanted and replaced on (B)(6) 2023. The patient was discharged with no further adverse consequences noted.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.